Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to remove, mislocation - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se device attempted arteriotomy closure of a scarred and mildly calcified superficial femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device did not release from the patient. The access ports were utilized and the device released; however, the clip came out with the device. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.